Event description:
It was reported that the lead was explanted due to oversensing, unstable impedance with a few low impedance measurements, inappropriate therapy, and noise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary tca031161v no anomalies found; full lead returned

Event description:
Asku